Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the connection between the primary tubing and the filtered tubing while connected to a patient in the cvicu. There was no harm to the patient.

Event description:
The customer reported a leak at the connection between the primary tubing and the filtered tubing while connected to a patient in the cvicu. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of a leak at the connection between the primary tubing and the filtered tubing was confirmed. Visual inspection of the set noted no obvious damages or issues with any of the components. Further inspection observed the engagement between both set components was not fully secure functional and pressure testing confirmed leaking at the engagement of the exit luer end of the syringe administration set and entrance luer end of the filter extension set. The root cause was due to the manual connection between the mated components not being fully secure.